Event description:
The customer reported that canopy has tears in the netting, couldn't specify where. There was no pt injury reported.

Manufacturer narrative:
Eval: results: eval of the returned products shows that the large window a zippers slider body is open. Large window b zipper slider body is open. Large window a has a one inch tear in the netting, small window d has a three inch tear in the netting and the backside b mattress envelope surface is cracked. Product was scrapped by posey at the customer's request.